Manufacturer narrative:
(B)(4). Exemption number e1999001. The 1 reported device was not evaluated. For the 1 reported event, the device was not returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
This report summarizes 1 malfunction event reported between january 1, 2018 and march 31, 2018. 1 event associated with undesired damage or breakage of those materials used in device construction.